Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 595 mg/dl. The customer treated with the insulin pump. The customer also stated that the sensor was pulling out, causing the device to alarm. Advised the customer to call back if the issue recurs or consider replacement of the sensor is the issue is recurring. Upon follow up, it was found that the blood glucose levels were back in their normal range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.